Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery: battery / (B)(4)/ model #: 1650de / expiration date: 2017-07-31. (B)(4). Device available for evaluation?: no. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 2016-07-31. Labeled for single use?: no. Heartware ventricular assist system ¿ battery: battery / (B)(4)/ model #: 1650de / expiration date: 2017-07-31. (B)(4). Device available for evaluation?: no. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 2016-07-31. Labeled for single use?: no. Heartware ventricular assist system ¿ battery: battery / (B)(4)/ model #: 1650de / expiration date: 2017-07-31. (B)(4). Device available for evaluation?: no. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 2016-07-31. Labeled for single use?: no. Heartware ventricular assist system ¿ battery: battery / (B)(4)/ model #: 1650de / expiration date: 2017-07-31. (B)(4). Device available for evaluation?: no. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 2016-07-31. Labeled for single use?: no. Heartware ventricular assist system ¿ controller ac adapter: controller ac adapter / (B)(4)/ model #: 14300de / expiration date: n/a. UDI #: n/a. Device available for evaluation?: no. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: n/a. Labeled for single use?: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that multiple power sources exhibited sharpened power port pins and poor mechanical connection with the controller. All associated power sources were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: five (5) batteries and one (1) controller ac adapter were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the batteries passed functional testing and visual inspection. Failure analysis of the controller ac adapter revealed that the device passed functional testing. However, visual inspection revealed an illegible release indicator marker on the ac adapter connector. The release indicator is located on the output connector to assist the patient during a connection or disconnection of a power source. This is an additional observation not related to the reported event and likely due to patient use or due to wear. The batteries and cac adapter were able to adequately connect to a controller; as a result, the reported event could not be confirmed. Additional products: battery, bat220726 d10: yes, return date: 2018-08-28 h3: yes h6 FDA method code(s): 10 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery, bat220993 d10: yes, return date: 2018-08-28 h3: yes h6 FDA method code(s): 10 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery, bat220589 d10: yes, return date: 2018-08-28 h3: yes h6 FDA method code(s): 10 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery, bat221160 d10: yes, return date: 2018-08-28 h3: yes h6 FDA method code(s): 10 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 controller ac adapter, cac017031 d10: <(><<)>no> <(><<)>yes, return date: 2018-08-28 h3: yes h6 FDA method code(s): 10 h6 FDA results code(s): 135 h6 FDA conclusion code(s): 19 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.